Event description:
Pt presented with cloudy fluid and abdominal pain was diagnosed with peritonitis. Rn feels infection was likely due to pt not following aseptic procedure while spiking solution bags with homechoice set spikes. Pt was treated with intraperitoneal vancomycin as an outpatient, dose(s) unknown. Per rn, pt has fully recovered.